Event description:
Metz scissors were used in the placement of a chest tube. When the surgical tech began cleaning the instrument post-surgery, he found the tip missing. Pt had already returned to the intensive care unit. Portable chest x-ray taken.